Event description:
The patient reported that their device doesn't help. It was stated that they don't think the unit is helping at all, and that they felt stimulation before but couldn't tolerate it. The patient further clarified that at first it really helped but now it doesn't. Additional information received on aug-16 reported that the healthcare provider (hcp) told the patient their bladder is old and her age is as well. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor that she is no longer getting effective (<(><<)>50%) symptom reduction. The patient is on program 1 at 3.8 and when the patient changes the setting she feels stimulation for a while, but then it fades. The patient stated that she has tried everything including exercises and does not drink anything but water and only decaffeinated coffee. The patient stated that she tried "stretching it out" and that she is a nervous type person which she has been told contributes to her symptoms. The patient asked questions regarding longevity of the ins battery and was provided with general longevity information and that her hcp can perform longevity calculations. The patient planned to follow-up with a healthcare provider regarding her concerns and was provided with a list of hcps in her area. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.